Event description:
Initially, healthcare professional called to report a left side exchange due to patient¿s concerns with the product. Recently, patient reported "encapsulation", "swollen lymph nodes", "tighter and tighter and pulling", "body acting weird and rejecting", "uncomfortable", and "rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and device rupture.